Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the stent was detached from the delivery system. The positioning coil of the delivery wire was missing. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was noted to be fully expanded with both ends completely flared. In order to perform a functional test for the resistance condition reported, the stent must be attached to the delivery wire and inside the introducer, the damages on the delivery wire suggests that excessive push/pull force was inadvertently applied to try to overcome the resistance reported, causing the stent to disengaged from the delivery wire resulting in the delivery wire damage and stent detachment. However, with the amount of information available this only remains speculative. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9449926. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 29-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9449926. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Premature detachment and resistance without loss of cerebral target position are known potential complications associated with the enterprise2 vascular reconstruction device. If the stent was prematurely deployed in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the physician was required to implant a second stent to cover the target site. Based on the surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the posterior communicating artery, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9449926) encountered some resistance during the process it was being delivered in the concomitant microcatheter (unspecified brand). The stent was delivered to the lesion site and the microcatheter was retracted slowly for the stent release. It was then reported that ¿when the microcatheter has not yet withdrawn to the stent recapture limit point, the stent was detached from the delivery wire prematurely. The stent was released in the c7 segment of the internal carotid artery without covering the aneurysm neck.¿ the physician implanted a second stent in the target site and completed the procedure which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient.